Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device manufacturer date: unk. (B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens. The surgeon plans to explant and exchange the lens. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Additional data: b5: the reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -2.50/+1.0/079 (sphere/cylinder/axis), in the patients right eye (od) on (B)(4) 2020. The lens was explanted on (B)(4) 2020 due to patient experienced a refractive change overtime. The lens was exchanged for another same model/length but different diopter lens and the problem was resolved. H3: device evaluation: the lens was returned in a micro-centrifuge vial, with moisture on lens. Visual inspection found no visible damage to the lens. H6 - patient code: 3191 - secondary surgical intervention, lens exchange h6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).